Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test.

Event description:
The customer reported via phone call that the insulin pump had power error detected 3 times. The customer¿s blood glucose level was unknown. The device will be returned for analysis.